Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 26 millimeter (mm) (true) balloon due to the valve being constrained. At the end of the procedure, it was identified that the patient had a sievers type 0 bicuspid valve that contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 mm and the implant depth on the left coronary cusp (lcc) was -5 mm. After the valve dislodgement, the implant depth started at 2-3 mm, and after approximately 5 heart beats, the valve fell 10-12 mm. Mild paravalvular leak (pvl) was observed. The mitral valve was impinged but was moving well. The decision was made to convert to surgery and replace the valve with a surgical aortic valve due to the patient¿s age and activity level. It was noted that a non-medtronic (lunderquist) guidewire was used during the procedure. No additional adverse patient effects were re ported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0011589785), product type: 0195-heart valves. Product ID: l-evolutfx-34 (lot: 0011589790), product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with sievers type 1 b icuspid valve, the valve was deployed. Upon deployment, the valve dislodged into the left ventricle and was impinging the anterior leaflet of the mitral valve. A decision was made by the interventional cardiologist and cardiovascular surgeon to take the patient to surgery and explant the valve. Subsequently, a surgical aortic valve replacement was performed. No additional adverse patient effects were reported.